Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the device had a loose component. Therefore, the reported condition was confirmed. During evaluation it was observed that the device extension sleeve was loose, the device made an unusual noise and had unusual vibration when running. It was further observed that the bearings were corroded. The assignable root cause of these conditions were determined to be due to wear from normal use and servicing over time (loctite degrade), and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the burr attachment device bearing sleeve was loose. During service and evaluation, it was observed that the device had vibration. The event was not reported to have occurred during a surgical procedure. It was not reported if there was a delay in a scheduled surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.